Manufacturer narrative:
Device evaluation analysis found the marathon micro catheter was returned within the (stryker) excelsior catheter. What appears to be the gooseneck snare pusher was found protruding from within the excelsior catheter hub. The marathon catheter body was found bent (folded) and stuck within the excelsior catheter distal tip. The marathon catheter body was snared 5.7cm from the marathon distal tip. The marathon catheter was removed from the snare. The marathon micro catheter was found separated (cut) at 168.5cm from the distal tip. Approximately 6.5cm of the marathon proximal segment was not returned. Based on the device analysis and reported information, the customer¿s reports of ¿catheter separation due to onyx entrapment¿ and ¿catheter stretch during removal¿ were confirmed. It is likely the physician cut the entrapped marathon, as indicated in the IFU (instructions for use). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during treatment the marathon catheter became unable to be removed and was split at the tip part. The patient was undergoing surgery for treatment of dural arteriovenous fistula (d-avf). The blood flow, vessel tortuosity, and diameter of the access vessel were not specified. It was reported that after embolization with onyx 18, the marathon catheter experienced resistance and became unable to be removed. It may have been torn/ruptured about 10cm proximally from the distal tip of the catheter. It was noted all products were prepared as per the instructions for use (IFU), and the catheter was moistened. The center shaft of the catheter stretched during removal, but by using an excelsior 1018 and a gooseneck snare, the marathon was able to be grabbed and removed. No patient injury was reported with the event. Ancillary devices include a 7fr right and 5fr left sheath, envoy 5fr guiding catheter, asahi chikai guidewire, onyx liquid embolization material..